Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, upon removal of the 14fr esheath, the distal tip was torn significantly. During advancement of the delivery system through the sheath, difficulty was encountered. However, the valve was deployed successfully and there was no patient injury reported.

Manufacturer narrative:
A photo of the device was provided and reviewed. The esheath was also returned to edwards for evaluation. Visual inspection revealed the esheath tip was torn along the vertical and radical score lines and stretching was observed along the tear. The liner expanded as designed (no liner tear) and a few minor scratches on shaft. The delivery system was returned with the sheath and visual inspection revealed a kink on the balloon shaft and a bend on the flex shaft (likely due to packaging), minor gouges on flex tip and the balloon was unpleated. Functional testing was not performed due to the condition of the returned device (sheath fully expanded and tip torn). The complaint for ¿sheath distal tip ¿ torn¿ was confirmed upon visual inspection. Dimensional testing was performed on the flex tip outer diameter and was found to be within specifications. The site did not provided the lot/serial number therefore as s no work order information provided, the document revisions referenced were the most up-to-date at the time that the complaint occurred (05-jan-2018). These inspections and test are representative of those that the device went through during manufacturing. During manufacturing per procedure, the sheath shaft components are 100% visually inspected by both manufacturing and quality during final assembly and under minimum 3x magnification for the following: wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner), circumferential oriented surface defects, protruding/missing material, dents, cuts, cross linking of hdpe (blue) across liner (clear), holes or tears on the strain relief, witness lines with exposed ptfe liner, remnant lines (white lines), seam separation, delamination, stress line(s) in the liner, notches on the bottom side of the liner when holding the housing in the left hand, flash and excess material, serrated transition, visually inspect the tip for flash and excess material, as well as for the presence of proper scoring on the od and ID, and holes, or rough surface of tears in the tip. During manufacturing the soft tip inner diameter is dimensionally inspected using a go/no-go gauge under 10x magnification to ensure there were no ID scratches in the liner expansion pathway. The tip was also inspected for tears. In addition, the tip is inspected under 8-20x magnification for presence of scoring an proper scoring on the od and ID as noted in the scoring instructions and /or appropriated assembly drawing. Furthermore, after sterilization, sheath expansion testing was performed on finished devices from the work order on a sampling basis per procedure. Before expansion testing, the esheath samples were visually inspected for seam separation and the strain relief was inspected for holes and tears. Lots can only continue to be processed if the samples pass this visual inspection and have expansion testing per an edwards written technical summary. Following expansion testing, the sheaths are again visually inspected for damage/tears. The sheath tips are also inspected for any fragments that may have detached during expansion. All samples must pass these tests in order for the lot to be released. The flex tip of the commander delivery system is the largest component that must pass through the sheath during the procedure. During flex tip assembly and bonding to the commander delivery system per procedure, the outer diameter of the flex tip was inspected/verified using a go gauge to ensure it is not oversized. The device history record (DHR) and lot history could not be reviewed as no work order information for the complaint device was provided. A review of complaint history revealed 7 returned devices for the complaint code of ¿sheath distal tip ¿ torn¿. 5 of the 7 were confirmed and a potential manufacturing defect (tip underscoring) were identified. A product risk assessment was previously initiated for risk assessment, and a CAPA was initiated to capture further investigation and corrective action activities. As awareness training for this issue had previously been performed on a date after the termination of their respective work orders, no additional actions were required at the time. 1 of the 7 complaints was confirmed; however, a definite root cause was unable to be determined. Available information suggested that a manufacturing non-conformance (tip under-scoring) or patient/procedural factors could have contributed to the event. As a manufacturing non-conformance could not be confirmed and the event did not exceed the applicable complaint trending control limits, awareness training was performed. 1 of the 7 was confirmed but no manufacturing non-conformance was identified. The complaint event can likely be attributed to procedural factors (difficulty with valve withdrawal). 2 complaints are pending engineering evaluation. A review of complaint history revealed that the occurrence rate does not exceed the january 2018 control limits for the trend category, ¿tip torn¿. A review of complaint history revealed 33 returned devices for the complaint code ¿sheath shaft ¿ resistance with delivery system, bc¿. 27 of the 33 were attributed to patient/procedural factors. 6 of the 37 were unable to be confirmed and there were no manufacturing non-conformities identified. 1 device is pending an engineering evaluation. A review of complaint history revealed that the occurrence rate does not exceed the january 2018 control limits for the trend category, ¿resistance between devices¿. The instructions for use (IFU), [esheath], and training manual (commander delivery system) were reviewed for instructions involving esheath and commander preparation and procedure and no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿sheath distal tip ¿ torn¿ and ¿sheath shaft ¿ resistance with delivery system¿ were confirmed. No IFU/training inadequacies were identified. A review of the complaint history for ¿sheath distal tip ¿ torn¿ revealed that radial distal tip tearing was previously investigated as a part of CAPA. The results of the CAPA investigation pointed to insufficient ID scoring at the distal tip as the root cause for radial tip tearing. As the tear observed in was radial, it is possible, though not confirmed, that a manufacturing non-conformance may have contributed to the complaint event. The stretching of the hdpe seen in this figure supports that the tip may have been insufficiently scored. An underscored tip may also have contributed to the resistance experienced with the delivery system. If the tip was underscored and did not open properly, it could have caused the delivery system to meet brief resistance at the distal end of the sheath. When the tip tore, the delivery system then would have been able to pass through more easily, and the resistance would have been overcome. It is also possible that calcification present in the patient¿s access vessel contributed to the complaint events. Although patient anatomy information was not provided by the complaint site, it is possible that the sheath tip caught on calcification during insertion or withdrawal, propagating the distal tip tear. Patient anatomy may also have contributed to the reported resistance with insertion of the delivery system. Per procedure, the insertion force of the delivery system through the sheath can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Additionally, if the tip had been scored insufficiently, the delivery system may have had difficulty passing through it during advancement. The complaints for ¿sheath distal tip ¿ torn¿ and ¿sheath shaft ¿ resistance with delivery system, bc¿ were confirmed. In this case, available information revealed that a potential manufacturing nonconformance may have contributed to the complaint events. A CAPA and a product risk assessment were previously initiated in response to the issue. No IFU/training deficiencies were identified and the occurrence rates did not exceed complaint trending control limits for january 2018 for both trend categories, tip torn¿ and ¿resistance between devices¿; no further corrective or preventative action is required.